Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an right common iliac aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2014, the patient experienced left leg ischemia. On (B)(6) 2014, the patient underwent a thrombectomy. On (B)(6) 2014, the patient underwent an anterior and lateral compartment fasciotomy.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The instructions for use for the gore® excluder® aaa endoprosthesis featuring c3® delivery system states: the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a right common iliac artery aneurysm and was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system. The patient tolerated the procedure. On (B)(6) 2014, the patient experienced left leg ischemia which included: arteriosclerosis, stenosis, vascular insufficiency and necrosis; peripheral vasoconstriction necrosis and vascular insufficiency, and peripheral ischemia which was reported to have been ischemic myelopathy. On (B)(6) 2014, the patient underwent a thrombectomy. On (B)(6) 2014, the patient underwent an anterior and lateral compartment fasciotomy as a part of as part of renal replacement therapy.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder®aaa endoprosthesis, instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: embolization (micro and macro) with transient or permanent ischemia, endoleak, and aneurysm enlargement.